Event description:
On (B)(6) 2011, the patient reported there are "black dots" in the middle of the infusion device display that interfere with her ability to view basal rates and bolus amounts clearly. She stated the infusion device had not been recently dropped. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.